Event description:
During evaluation of a returned homechoice pro (hc) machine, the hc failed manual volumetric accuracy testing. As the device failed during evaluation, there was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing. The cause of the failed manual volumetric accuracy test was determined to be deteriorated door piston foam pillows. After these were replaced, the device was able to pass this test. Should additional relevant information become available, a supplemental report will be submitted.